Event description:
It was reported that the procedure was cancelled. The target lesion was located in the deep vein in left lower limb. An angiojet console was used in a thrombectomy procedure. During the procedure while under thrombectomy mode in 90 seconds, the console automatically restarted repeatedly. The patient was already sedated and procedure was cancelled. No patient complications were reported and patient's status was stable.